Manufacturer narrative:
Other text: device evaluation: product was received for investigation. Performed a peep control test and the reported problem could be duplicated. There was a continuous flow was present with the test reaching the high pressure alert and not expiring pressure. A new o-ring in the input manifold, installed new instruction label, installed new MRI battery, and cleaned device to correct the reported problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Event description:
It was reported that the device fails to "end the breath". "Kept alarming high pressure and would not exhale". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.